Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Motor error alarmed during rewind due to corrosion on motor home switch. No moisture damage found on electronic assembly. Unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to motor error. The insulin pump received with protruded/loose drive support disk.

Event description:
It was reported that the customer dropped the insulin pump on the floor. It was stated that the customer changed the reservoir and noticed that the drive support cap was protruded. The blood glucose reading was 140mg/dl. No further information was provided.